Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported infusion completed quicker than expected. The medication was a magnesium sulfate 1g/100 ml. Premixed solution was 1000 ml 0.9 % sodium infusion. The primary solution was 1000 ml 0.9% sodium chloride. The magnesium should have infused over a period of one hour and after about 26 minutes of infusion the pump alarmed and the solution bag was empty. The pump displayed 43 ml infused. The normal saline rate was maintained; no additional treatment was required. The burning sensation the patient complained of subsided. The pump was shut off. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.